Event description:
A surgeon reported that during a cataract extraction/intraocular lens (iol) implantation procedure, the capsular bag tore. The association between this event and the iol is not known. Additional info has been requested.